Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 255 mg/dl, 95 mg/dl, and 35 mg/dl; 263 mg/dl, 130 mg/dl, and 140 mg/dl. The reported comparisons were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.